Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot, a missing end cap sticker and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that the drive support cap is flushed. Customer stated that insulin is squirting out of the insulin pump. It was also reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 61 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump.